Event description:
Medtronic physio-control engineering initiated an investigation based upon failures of the product display. A failure of the display could result in an inability to view the patient ECG.